Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal; stent: 3.5 x 18 mm endeavor. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during post-dilatation of a non-abbott stent in a mildly tortuous, heavily calcified, 90% stenosis, in the right coronary artery, the 4.0 x 12 mm voyager nc balloon ruptured during the second inflation at 14 atmospheres. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc catheter noted blood and contrast visible in the inflation lumen and a loosely-folded balloon, which consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter to rated burst pressure (rbp), but the balloon would not inflate. The device was left pressurized overnight and the analysis confirmed that there was a longitudinal rupture in the balloon above the distal balloon marker. Scanning electron microscopy (sem) analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was located on the outer surface along a balloon fold/crease. The distal balloon marker also exhibited a slight ridge in the material. There was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon the inflation attempt, the balloon ruptured as a result of the damage, though this cannot be confirmed. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was mildly tortuous, heavily calcified and 90% stenosed, which may have contributed to the reported rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. In this instance, although a definitive cause for the reported balloon rupture along the fold and damage cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.